Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and contamination in the blower box and blower motor noted during lab investigation. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
In the previous MDR, section d9, h2, h3 was not captured correctly and now has been updated.